Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a lantern delivery microcatheter (lantern), a non-penumbra catheter and coils. During the procedure, the physician placed five coils into the target location using the lantern. While removing the lantern to flush, the physician experienced resistance and subsequently, the lantern broke at the proximal end while still contained inside the catheter. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.